Manufacturer narrative:
Date sent: 09/18/2009. H3: eval summary: the generator was functionally tested and found to be conforming. Pcb replaced per engineer. In the event description it was reported that the "replaced" and "fault" led's were lit when the problem happened. The pcb detected an "rf impedance self test fault", which would result in the "replace" led being momentarily illuminated followed by the "fault" led being continuously illuminated. This means the pcb detected a failure when performed the rf impedance self test. This type of failure could have been caused by the instrument or the pcb board itself. Although we could not duplicate the reported issue when the pcb arrived at the service center, some chance that the pcb could have an intermittent issue in which the rf impedance self-test would fail.

Event description:
It was reported that during a hand assisted lap. Splenectomy, the demo generator seemed to be performing as if the power output was intermittent. The surgeon would try reactivating while still clamping tissue. The surgeon would also clamp tissue and reposition the jaws and reactivate. The rep reports there were hemostasis issues and an approx 1l blood loss. The pt received 1 unit of blood. During the procedure, the replace and fault lights also illuminated. The rep reports the doctor considers there to be no pt consequence. Add'l info: no thick tissue - short gastric; it was on the 20th activation (estimate) pt is fine - no long term issues; healed very well. Requested info on bleeding.